Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. It was reported that the patient felt a shocking sensation in the back whenever sneezing or coughing for about a month and a half before the report. The patient reported that it also occurred when laying in bed, their legs were shocking and shaking. The patient stated that when they moved a certain way the shocking would start and stop. The patient also reported feeling a pain in the back where the leads were. The patient was redirected to their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their device is dead and explained that they had to turn it down to help make the shocking go away. They noted that they last successfully recharged the device about a month and a half ago, which is also when they last had stimulation. The patient stated that they are seeing a screen on their recharger, but they are unsure how to describe it and it is not the normal charging screen. The patient also mentioned that their device needed to be charged more often, like once a month. They stated that they called their implanting physician, but they need to contact their pain management healthcare provider. Troubleshooting was not done at the time of the report, as the patient did not have access to their equipment. No further complications were reported or anticipated.